Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. This included testing for proper passage through an appropriately sized introducer sheath. Neither the catheter or the introducer sheath were returned for eval. The results of this investigation are inconclusive. The info for use (IFU) for this device states: caution-if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported that the balloon could not be removed through a 6f cordis brite tip sheath after a pta of a left upper arm fistula.